Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had beep anomaly, not getting alerts anymore. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer was reported that they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.